Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie pockets failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row 3 was missing on drawer 4.1. A field service engineer popped the lids on the hh main drawer 4.1 and released the cubie pockets in hta, reseated the row board cable and seated the cubie pockets to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.